Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery set. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system showed load rejection display when booting up. No fluoroscopic x-ray possible. No patient injury was reported.